Event description:
The account's maintenance stated that the head section will not rise. The head section is in the flat position. No injury.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.